Event description:
It was reported that the customer was in the emergency room due to high blood glucose of 522mg/dl and diabetes ketoacidosis. The nurse stated that she needs to know how much bolus the customer takes. The customer experienced abdominal pains, vomiting, and high ketones. It was stated that the patient's notes did show the tubing was kinked. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.